Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a wolff-parkinson white syndrome (wpw) and atrioventricular reciprocating tachycardia (avrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient¿s blood pressure was slowly declining. The case completed. At about 30 minutes past the last ablation, cardiac tamponade was noted on post-operative intracardiac ultrasound. Pericardiocentesis was performed to remove 700 cc of fluid from the pericardial space. The patient was reported in stable condition, after pericardial drainage. Patient was transferred to the intensive care unit (ICU) for observation. It is unknown if extended hospitalization was required as a result of the event. Patient¿s outcome was improved. The physician believes the event happened during the mapping phase, while manipulating the catheters where they needed to be, prior to ablation. Physician did not attribute the causality of the event to the biosense webster inc. (Bwi) ablation catheter. No bwi product malfunctions were reported. Transseptal puncture was performed with a baylis 98cm transseptal needle. There was no evidence of steam pop during the ablation. The flow was set between 8/15ml/min with maintenance continuous flow of 2ml/min. No error messages appeared on any bwi equipment. The parameters during the case included: total # of ablation: 15, abl time: 8:15, max power: 54w, average: 50w, temp max: 34°c, average:22°c, min: 20°c, max impedance: 147o, average: 108o, min: 92o, max drop:44o/sec, average drop: 22o/sec, safety cut off set by md for 50o as per physicians preferences. Total energy delivered: 24695j. Total irrigation from smartablate pump: 356ml. The bwi ablation catheter was on the atrial side of mitral valve and was in close proximity with a steerable medline quadrapolar coronary sinus f-j curve catheter in left ventricle but they were not touching. Catheters were near but not touching. The bwi ablation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter.